Manufacturer narrative:
The stapler instrument was found to have a part of the reload lodged in the I-beam window. The object measured 8.0mm by 1.0mm was part of the protection from the knife. The instrument was found to have an initialization failure during in-house testing, preventing the stapler from entering into following. The reload was returned in used condition. The reload underwent an inspection and product issue was not identified. All staples are not fired. The shuttle and the shuttle knife were ok. The I-beam tunnel of the reload showed abrasions at both sides. Visual inspection discovered that knife was stopped approximately one-third of the way through the firing process. The examination of the system logs revealed two failure messages in the logs. The second reload was returned in used condition. All staples were fired. The knife was ok. The cartridge of the reload showed breaks. Both knife covers were found broken. One of both covers was found at the stapler in the I-beam window. The probable root cause of the instrument lodged component couldn¿t be established due to presence of reload fragments in I-beam window. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of the reload damage and exposed component is attributed to several factors. These may include instrument damage, especially in the wrist area, tissue characteristics such as disease state or density, and the presence of foreign objects (e.g., metal clips). These conditions can increase stapler firing forces beyond the intended limits, leading to damage and resulting in a partial fire. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument only cut half the magazine, 28 mm from 60 mm. No fragment fell into the patient. The procedure was completed. No known impact or patient consequence was reported.